Event description:
Primary stability achieved, no osseointegration. Immediate implantation. Trauma/accident, bleeding, increased sensitivity. Patient bit down on implant before initial healing was completed (bit down on almond).